Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as this malfunction has not been previously reported and there was no patient harm in this specific event. The initial report should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported that the sales representative notices that a box had wrong part number information listed on the label. No adverse events have been reported as a result of the malfunction.